Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt was having problems lifting her head. The pt's physician felt the pt was unable to lift her head due to the implant and decided to explant the pt's system. The pt was reportedly doing well after the explant and was able to lift her head.